Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021 (approximate start date), a (B)(6) year-old male child patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 7 mmol/l at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.